Event description:
It was reported intermittent occlusion alarms occurred. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. Reportedly, the customer continued to use the pump for insulin therapy. No additional information was provided.